Event description:
During a remote follow-up, under-sensing was detected on the device. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.